Event description:
Caller reported that the pump battery would not charge, but did not receive a power source alert. There was no adverse impact to the customer's blood glucose level, as the charging issue did not cause levels to exceed 500 mg/dl. Customer was using a tandem charging cable and attempted to charge the battery using a wall outlet. Technical support advised trying a different wall outlet, but the customer declined further troubleshooting.